Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990, batch 10315407 was received for investigation. Visual and functional testing identified that the upper jaw had broken off. The fragment was returned, and oxidation was noted across the breakage site. The cause remains undetermined, although a probable cause can be attributed to user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/04/2021 it was reported by a sales representative via sems that an ar-12990 had the top jaw snap off during a case. No patient affect.